Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an irreversible electroporation ablation procedure using a faradrive sheath the patient experienced an air embolism. When a non-boston scientific mapping catheter was inserted into the left atrium through the sheath the patient's blood pressure decreased and st segment elevation was observed. The elevation resolved on its own and no interventions or treatments were required. No devices were exchanged, and they were able to complete the procedure using the original sheath with no further patient complications. The patient was examined after the procedure and showed no ongoing symptoms or conditions. The sheath is not expected to be returned for analysis as it was disposed of by the hospital.